Manufacturer narrative:
(B)(4). This is a malfunction that has been reported to fisher & paykel healthcare by a healthcare facility in (B)(4). The product is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the electrical resistance of the heater wire in the inspiratory tube of the returned rt206 breathing circuit was tested during a multimeter. Results: the inspiratory heater wire exhibited an open circuit due to a break in the connection between the heater wire and one of the pins that crimps to the heater wire. A lot check revealed no other complaints of this nature for this lot number. Conclusion: electrical open circuits in heater wires are often associated with improper crimping of the heater wire during production. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests the heater wire became an open circuit post production, possibly as a result of a weak crimp connection. (B)(4).

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare representative that an rt206 adult inspiratory heated breathing circuit did not appear to heat. The problem was resolved when medical staff replaced the breathing circuit. This event occurred prior to pt connection. No pt consequence was reported.